Manufacturer narrative:
(B)(4)

Event description:
The patient's family reported that the implantable neurostimulator (ins) was implanted due to parkinson's disease. The ins was auto shutdown on (B)(6) 2015. The patient wasn't close to strong magnetic fields. The patient's doctor was contacted and the ins will be restarted on (B)(6). The cause of the event was not determined and no troubleshooting was performed. The patient was good now. If additional information is received, a follow up report will be sent.